Event description:
It was reported that there is a problem with the front vacuum connection on the control module. No further info is available. No reported pt consequence.

Manufacturer narrative:
Date sent: 03/10/2008. Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the international svc center. Based upon the inquiry info rec'd visual and functional examination, the unit was found to require: unit cleaned, mechanical upgrade performed, missing accessories completed, fastening material exchanged, system software replaced, vso replaced. After servicing the unit passed qa functional testing. The database was reviewed and no prior servicing history was found, therefore, no service history review could be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.